Manufacturer narrative:
Correction information provided in d.4. Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge/handpiece combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The account indicated the product was not available to evaluate. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of tear in intraocular lens (iol), during folding. Additional information has been requested, received and stated the tear was noticed when the lens was unfolded in the eye. Definitely it was a tear, not a scratch, from the edge of the optics, halfway between the haptics. It was unknown which side. Seemed to be about 3mm in size. Lens was folded not far in advance, really done just before implantation. The iol was removed from the eye without complications and the backup lens was implanted. Outcomes were expected to be good, no patient impact. Additional information has been requested, received and stated the lens was cut in small pieces and taken out during the same surgery.